Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the universal surgical manipulator (usm) involved with this complaint and completed the evaluation. The usm unit was returned for failure analysis (fa), and the reported failure (error 40100) was confirmed and replicated. The usm was analyzed tested on an in-house system and passed in normal mode. The unit was also tested on a patient side cart fixture test platform (pftp) and failed the fiber test on the clockspring, which confirmed the symptom happening on the field. The clockspring fiber was swapped with a new one and the error went away. The original clockspring fiber was reconnected, and the error returned. The clockspring assembly will be replaced as a fix to the reported problem.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted colorectal surgical procedure, the customer encountered a 40100-system fault. The customer performed a hard reset on the system, but the fault returned. The technical support engineer (tse) walked the customer through disabling the universal surgical manipulator (usm) and proceeding with a three-arm case. The procedure was completed as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the clinical sales representative (csr) and the following additional information was obtained: the issue first occurred during procedure after the ports were placed. After the customer disabled the system arm and the procedure was completed with 3 system arms without any injury or harm to the patient.

Manufacturer narrative:
Based on the claim against the product by the customer noting a repeated 40100 fault on a usm, an investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the usm. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis; however, the failure analysis has not been completed. A supplemental MDR will be submitted if additional information is obtained. The complaint regarding a repeated 40100 fault on the usm was confirmed based on the field evaluation, which indicates that the device did contribute to the customer reported issue. Based on the information available at this time, this complaint is being classified as a reportable event due to the following conclusion: a universal surgical manipulator (usm) was disabled after the start of the procedure and the surgeon was able to continue with the procedure robotically using 3 arms. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. System unavailability after start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient's inability to tolerate a conversion/abortion. Blank MDR fields: follow-up was attempted, but the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable.